Event description:
A distributor reported that an internal component in a patient's magec rod appeared to be damaged upon reviewing x-ray images.

Manufacturer narrative:
Information with regard to the patient's name, age, gender, and weight were not provided. The patient is doing fine and is asymptomatic. To date, the device has yet to be removed and no lot number was provided; therefore, no investigation can be conducted at this time.